Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure and a pelvic floor repair on an unk date. The patient has pain bilaterally at the sites of the posterior lateral straps. These straps are palpable and the surgeon opines that he made them too tight. A procedure is planned to cut the arms of the device and leave the sling in place to see if some relaxation of the anterior wall and resolution of the pain will occur.